Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the luer lock of the infusion set disconnected from the cartridge on its own which caused the patient to have hyperglycemia. This occurred three times in the past year. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.